Event description:
Clinical report states that patient was revised to address osteolysis, metalosis, and high blood cobalt and chrome levels.

Manufacturer narrative:
This report has been determined to be a duplicate of 181810-2011-17928. Therefore, this complaint is being closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.